Manufacturer narrative:
Date sent to the FDA: 04/23/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 7/112021. Additional b5 narrative: it was reported that following the procedure, patient experienced pain in left side, stuck ovary, endometriosis, adenomyosis and chronic inflammatory cell reaction. It was reported that the patient underwent a complete hysterectomy on an unk date. It was reported that the surgeon noted the mesh was rolled up and under the urethra and there was a tender ridge in the let suprapubic region which was possibly the tape. It was reported the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted it to be in the wrong position, the left arm was medial above the rectus sheath. The mesh was visible and almost protruding through the vaginal skin. (B)(4). Submitted for adverse event which occurred an unknown date. (B)(4). Submitted for adverse event which occurred on (B)(6) 2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.